Event description:
It was reported that a patient's catheter had dislodged (B)(6) of 2011. The patient had a catheter replacement and was hospitalized. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
The patient was experiencing recurring spasticity. They tried increasing the pump 4 times; the patient would be good for a day and then had return of symptoms. The patient had an x-ray on (B)(6) 2011 and it confirmed that there was an intrathecal catheter break. The catheter was revised on (B)(6) 2011; not replaced. The hcp placed another manufacturer's catheter and connected it to the pump. There was a retained intrathecal fragment at the posterior anchor. The hcp didn't know the cause of the break. The pump was delivering lioresal. After the revision, the pump dose was decreased by 1/3. The patient recovered completely.

Manufacturer narrative:
(B)(4).